Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with recurrent ventricular tachycardia symptoms without symptoms others than ICD shocks. The patient was placed on amiodarone infusion and lidocaine drip. The ventricular tachycardia resolved and the subject was discharged on mexiletine.

Manufacturer narrative:
Section d4, h4: additional information: manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further related issues reported. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.